Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes is pushing off forty-two times, thus making the tubes to be underfilled for forty-one times. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 3222767 d.4. Medical device expiration date: 31-aug-2024 h.4. Device manufacture date: 10-aug-2023 d.4. Medical device lot #: 3194811 d.4. Medical device expiration date: 31-jul-2024 h.4. Device manufacture date: 13-jul-2023 d.4. Medical device lot #:3163707 d.4. Medical device expiration date: 30-jun- 2024 h.4. Device manufacture date: 12-jun-2023.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes is pushing off forty-two times, thus making the tubes to be underfilled for forty-one times. There was no report of impact to patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for evalution?yes d10. Returned to manufacturer on: 03-jan-2024 h3. Device returned to manufacturer- yes h3. Device eval by manufacturer- yes h.6. Investigation summary: bd received 5 samples from lot 3222767, no samples from lots 3194811 and 3163707, and no photos were returned to be evaluated for catalog 367962. The 5 samples were inspected with no issues being identified. The sample tubes were draw tested. All tubes were within specification limits with no tube push off occurring. 10 production lot in-house retention tubes samples from each lot affected were draw tested. All tubes were within specification limits with no tube push off occurring. The device history records from each lot affected were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.